Manufacturer narrative:
Technical services reviewed the episodes, and commented that the egms show a very fine, disjointed vf on the shock channel. The rv intracardiac pace/sense channel did not sense a rapid rhythm, however, the electrical deflections on the rv pace/sense channel are very distinct and there does not appear to be undersensing. Technical services suspected that there was a disconnect between the local view, as displayed on the rv pace/sense channel and the global view from the shock channel. The physician described the rhythm as "agonal", which technical services understood to mean an idioventricular rhythm with wide morphology. Subsequently, the local rep contacted technical services again to discuss a portion of the episodes. The local rep discussed the fine vf/agonal rhythm and apparent undersensing resulting in no shock delivery. Technical services reported that the 3-4 paced beats post-external shock appeared to capture, but may not have represented physiologic capture depending on the viability of the myocardium. There has been no reported allegations or complaints against the device's operation or functionality. The device was received at boston scientific's return products dept on nov 18, 2009, and is currently undergoing laboratory testing.

Event description:
Boston scientific crm received info that the local rep contacted technical services to report that this pt expired in 2009. Printouts from episodes were sent to technical services for review. The local rep reported that a spontaneous vf developed, the pt had been shocked externally, however, no internal shocks were delivered by the device.